Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No moisture damage noted on electronic assembly or on motor. Unit had scratched display window.

Event description:
Customer reported that she was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that she was dehydrated and vomiting prior to hospitalization. Nothing further was reported.